Event description:
It was reported the screen is broken and the touch pen will not work on it. The programmer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event; stylus will not function due to the screen overlay being broken.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: product ID r2067 rf head. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.